Event description:
It was reported that during a transverse colectomy procedure, the clips were not fed into the jaw and ejected. Ejected clips were unformed. Although two clips fell into the patient, they were retrieved and no clips were left inside. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Dropping or ejected clip the analysis results found that the instrument was returned in good condition. The instrument was cycled and ejected the remaining four clips and then, the instrument locked out as intended. Additionally, the top shroud was found cracked. However, it could not be determined what may have caused the findings. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
The customer states that false positive results are being generated by the architect stat troponin-I assay. One patient sample generated results of 0.071/0.283/0.032/0.021/0.027/0.023 ng/ml and 0.023/0.020 ng/ml on an architect platform at another facility. The customer uses a cut-off value of 0.03 ng/ml. The sample generated an I-stat result of 0.1 ng/ml. No suspect results were reported from the lab and there is no impact to patient management reported.